Manufacturer narrative:
All information reasonably known as of 26apr2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
A medwatch report was received on 11/06/2015, and FDA report number (B)(4) was identified. It was reported that a patient with head and neck cancer who presented to interventional radiology mid-year at which time and 18 fr mic gastrostomy tube was placed. Approximately one week later there was weakness presented and incidentally was found to have pneumoperitoneum on cxr. The follow up cat scan re-demonstrated pneumoperitoneum and also showed a small amount of extra-luminal contrast adjacent to the stomach. The images were reviewed the following day with the surgeon and it was noted that one of the t-tacks was no longer present. Birthdate is unknown.